Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life and moisture was in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: the pump's black box showed no evidence of short battery life. There were multiple power supply post delivery fault alarms observed on (B)(6) 2016. The battery compartment was found to be cracked. Moisture corrosion was observed in the battery canister. A leak test failed due a battery compartment leak. The ¿ez-prime¿ steps were performed correctly and all current draws were within specifications.